Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. Fit the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/reporter contacted lifescan (lfs) on march 23, 2007, and alleged that the meter was missing segments. The patient had not tested on his meter for approximately 6 to 8 weeks. He reported his blood glucose was tested about 4 weeks ago at the hospital and the result was 9.6 mmoi/l. For the past 2 weeks, the patient has been experiencing symptoms of headaches, blurry vision, and thirst. He normally takes 28 units of mixtard 70/30 in the morning and 18 units before dinner. He also takes 10 units of novorapid, if his results are over 20 mmoi/l. Since the patient began having the symptoms, he has been taking his novorapid. The patient could not state the dates or amounts of insulin taken. The patient stated his symptoms did not improve after taking the extra insulin. On the day he called lfs, he had taken 30 units of novorapid. No low blood glucose symptoms were reported; the patient stated that his high blood glucose symptoms persisted. The lfs representative advised the patient to contact his healthcare professional as soon as possible, the patient stated he had an appointment for march 26, 2007, but the representative advised him to contact them sooner. The patient stated he would call his diabetes nurse when he was off the phone. The patient stated that the meter issue began after the meter became wet from steam in the bathroom. After that time, the segments were missing. This complaint is being reported as the patient alleged he was unable to obtain blood glucose results and later had symptoms that he relates to being hyperglycemic.